Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the preventative maintenance of the device performed by a medtech representative, the pointer probe failed the accuracy testing.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the pointer probe and not the rosa robot.

Event description:
During the preventative maintenance of the device performed by a medtech representative, the pointer probe failed the accuracy testing.

Manufacturer narrative:
A review of the calibration tests performed on the day of the event, and two following dates indicated that the test failed on the first two dates but passed on the third date. The tool parameters and operator remained the same for each of the tests, therefore it was determined that the root cause was human factors.